Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient fell in (B)(6) 2015 and stopped feeling stimulation. It was a sudden change. She first thought the implantable neurostimulator (ins) was dead. The patient went to the healthcare professional (hcp) and the hcp checked the battery and said it still had a little juice in the battery, about 2 months. When she fell the ins must have turnedoff. They changed her program and the ins was still working but it was due to be replaced. It had been 6 years old. The ins would be replaced and the hcp would also have some of her transvaginal mash taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.